Event description:
It was reported that there was leakage observed from the balloon. No pt complications were reported. One catheter was reported, three catheters were returned for eval.

Manufacturer narrative:
Catheter #1 leak testing confirmed leakage from the inflation lumen due to a split 0.110" long at the distal edge of the thermal filament (middle form). The tubing split enters the inflation lumen. Catheter #2 leak testing confirmed leakage from the inflation lumen due to two splits 0.012" and .005" long at the distal edge of the thermal filament (middle form). The tubing splits enter the inflation lumen. Catheter #3 leak testing confirmed leakage from the inflation lumen due to a split 0.090" long at the distal edge of the thermal filament (middle form). The tubing split enters the inflation lumen. A CAPA is in process for slit in catheter body related to balloon inflation.